Event description:
The customer reported via phone call that he collapsed due to high blood glucose levels the night before the call. Blood glucose level at the time of the incident was 40 mg/dl. The customer reported treating with a manual injection. The customer also reported that the insulin pump's up button was not responding properly. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.